Manufacturer narrative:
Additional suspect devices: additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 5153702.

Event description:
It was reported that stimulation no longer covered patients pain areas due to high impedances that were the result of a non-device related fall. The patient underwent a revision procedure to replace the leads, and is doing well post-operatively.

Manufacturer narrative:
The device was not returned for analysis and the complaint of high impedances and loss of stimulation could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that stimulation no longer covered patients pain areas due to high impedances that were the result of a non-device related fall. The patient underwent a revision procedure to replace the leads, and is doing well post-operatively. Device will not be returned as it was discarded by the facility.